Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were two target lesions located in the right coronary artery (rca). The physician performed two runs at low speed and four runs at high speed in the distal lesion. The physician retracted the device proximally and performed two runs at low speed and two runs high speed in the proximal lesion. Post-atherectomy angiography revealed a perforation at the distal edge of the proximal lesion. The physician advanced a balloon across the lesion and inflated it. He followed-up angioplasty by deploying two covered stents and successfully resolved the perforation. At this point, the patient status declined and the physician performed pericardiocentesis which removed approximately 5500cc of blood. The patient was intubated, stabilized and transferred to the intensive care unit (ICU). The following day, the patient was extubated, but went hypotensive when doing so. The patient was brought back to the cath lab and stabilized. Requests for additional information have been made, but none has yet been received.